Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/05/2025, it was reported by a sales representative via (B)(4) that an 1280-000 retrograde targeting guide broke off inside the patient where the nail attached. The broken pieces were retrieved. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. -upon visual inspection, it was noted that the two tips of the targeting guide were broken off. -functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is wear and tear damage incurred during repeated insertion/removal processes and/or user-applied excessive mechanical forces used during extended use in the field.